Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds and poor sensing. Th entire system was extracted and replaced with an MRI compatible system. The patient was in stable condition.